Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the trs175sb2, anchor tissue retrieval system device was used in a vats lobectomy procedure on (B)(6) 2025, and ¿metal clamp detached after pull back (did not touch the purple button). This is not an isolated case, occurred a few times.¿ the procedure was completed without the use of an alternate device and no delay. Further assessment found "no fragment or component fell into the surgical site." There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A distributor reported on behalf of a customer that the trs175sb2, anchor tissue retrieval system device was used in a vats lobectomy procedure on (B)(6) 2025, and ¿metal clamp detached after pull back (did not touch the purple button). This is not an isolated case, occurred a few times.¿. The procedure was completed without the use of an alternate device and no delay. Further assessment found "no fragment or component fell into the surgical site.". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: block d.3 has been updated additional manufacturer narrative: examination of the returned opened device trs175sb2 lot number 202508055 found that the metal prongs were not attached to the specimen bag. The specimen bag was not attached to the prongs and was only attached to the device by the string. The root cause cannot be determined, however, based upon evaluation, and the photos, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of three reports, regarding four devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000004. Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.